Event description:
When the instrument log was reviewed following the procedure, power spikes were evident. Further review of the log indicated that a faulty thermal channel offset may have been reported to the software. This led to faulty lower temperatures values being reported which allowed a power increase. There was no adverse effect on the patient.